Event description:
Caller reported advantage system blood glucose results of 67 mg/dl and 29 mg/dl, lab result of 39 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was declined.